Manufacturer narrative:
Investigation into this event determined that there were salt deposits on the electrolyte reference fluid (erf) evaporation cover. Cleaning of the evaporation cover restored the system to expected operation. The root cause of the event is user error in not cleaning the erf evaporation cover after spilling erf during daily maintenance.

Event description:
A customer observed positively biased k+ qc results on the vitros 250 analyzer. Biased results of the magnitude and direction observed may lead to inappropriate physician action. There was no report of patient harm as a result of this event.